Event description:
It was reported that dislodgement due to twiddler's syndrome was observed on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.